Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose (bg) on (B)(6) 2026. The blood glucose was 350 mg/dl and was treated with insulin via pump. The blood glucose (bg) was high for 1-2 hours. No further information available.